Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would intermittently black out not allowing the customer to access pump functions; additionally, the pump touch screen would self navigate without any interaction. Customer's blood glucose was 257 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.